Manufacturer narrative:
(B)(4) ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that an unconfirmed replace battery alarm was recorded. The unconfirmed alarm discharged the battery resulting in a power loss. The battery compartment and battery cap were intact; no damage was observed. The returned battery cap was able to be fully secured to the pump and was used to complete all testing. The battery cap contact height and width measurements were found to be within the required specifications. The pump was exercised for 24 hours with no power interruptions occurring. The pump cover was removed and no evidence of internal moisture or damage to the power circuit was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter alleged that the pump was losing power intermittently. It was noted that a new battery was inserted into the pump, but the intermittent power issue persisted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.